Event description:
It was reported on 06 jan. 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had narrow vascular diameter of the lower extremities. The patient had a prior medical history of atrial fibrillation, which was being managed with warfarin therapy. During the procedure, calcification was noted near the puncture site of the right lower limb, so left lower limb was considered as an access route. A 14fr, non-abbott introducer sheath (is) was inserted, but advancement beyond the external iliac artery (eia) was not achieved; the sheath was noted to be inserted approximately one-third of the way. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. Subsequently, the ds was inserted but could not advance beyond the eia. Upon removal, twisting of the valve capsule was observed, and the ds was replaced but the valve was rinsed with heparinized saline and reused. The second new small flexnav ds was loaded with the valve and reinserted, but advancement was again not achieved at the same site. A decision was made to withdraw, and lower limb aortogram (aog) revealed dissection from the distal common iliac artery (cia) to the eia. Vascular surgery was consulted, and a plain old balloon angioplasty (poba) with a 9.0×40, non-abbott stent placement was performed. The second ds with the first valve was reinserted, but passage through the eia was not achieved so it was removed once again. The valve was noted to have a slight deformation on the crown portion. Therefore, a second valve was prepared, loaded onto the second ds since it showed no damage. An 18fr, non-abbott is was inserted but still could not be advanced beyond the eia. The ds was inserted but did not pass beyond the eia. Lower limb aog confirmed that the eia had become accordion-like. Poba was performed by the vascular surgeon, but the situation remained unchanged. It was determined that device advancement was not possible; after confirming the absence of intraperitoneal bleeding, the case was concluded without navitor implantation, performing only pre-bav; mean post-gradient was noted to be 32 mmhg. Aortic regurgitation was noted to be moderate to severe, but no hemodynamic deterioration occurred. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that there was advancement difficulty of delivery system through patient anatomy. Also reported that the valve was noted to have a slight deformation on the crown portion. The valve was returned to abbott, and the investigation found no evidence of damage or anomalies. No deformation or any damage was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported material deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.